Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and could not be returned for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a sca aneurysm, a web implant device became dislodged from the aneurysm after a delayed detachment. The microcatheter was used to push the web back into the aneurysm and a stent was placed to hold the web in position. There was no reported injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and could not be returned for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a sca aneurysm, a web implant device became dislodged from the aneurysm after a delayed detachment. The microcatheter was used to push the web back into the aneurysm and a stent was placed to hold the web in position. There was no reported injury to the patient.